Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as adequate iliac /femoral access. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to embolization (micro and macro) with transient or permanent ischemia.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an inflammatory abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A few days later postoperative (on around (B)(6)), it was confirmed that the abi (ankle brachial pressure index) of the right side was lower than the left side. Since stenosis on the right side of the patient was suspected, the reintervention was performed. A bare stent was placed overlapped from the distal side of pll161007j to the right external iliac artery. Reportedly, the patient¿s external iliac artery was very angled. The device thromboses or compression was not reported. The stenosis on the right side of the patient was suspected. The patient tolerated the procedure. The physician is monitoring the patient.